Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2013, the pt was undergoing treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported that upon advancing the contralateral leg component through the gore dryseal sheath resistance was met in the iliac. Computed topography reportedly showed the tip of the component being resisted by a calcium shelf in the iliac. Upon pulling the component out of the pt and removing it from inside the sheath, it was reported the main catheter was detached from the graft. The physician reportedly removed the detached catheter and graft from the sheath successfully with no adverse injuries to the pt. The device was immediately discarded.